Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Event description:
Revision t/l fusion. It has been noted that the two in-line rod connectors (179776555) which were removed from the patient for revision purposes contained two different sized grub screws. These devices were insitu from a previous operation and may have contributed to the revision. Two new in-line rod connectors (179776555) were sent within the expedium universal connector tray, however neither of these contained a grub screw. A slight delay in procedure to obtain grub screws that worked which were pulled out of items (1x 177092060 and 1x 177092020 ) for the device to be implanted. Nil adverse event, however this issue may have contributed to the revision query. The surgeon would like to receive a report regarding this matter. Items removed for decontamination and retrieval/ grub screws located to fit devices missing. 5 minutes delay in case. Xray images available.

Manufacturer narrative:
(B)(4). Two (2) expedium inline rod 5.5x5.5 ti were returned for evaluation. The rods contained two grub screws. Visual examination of the inline rods show signs of operative usage. Functional analysis was performed with x25 inserter (product code: 2797-12-590). It was noted that the one of the grub screws was functioning as intended, while there was some resistance in the usage of the second grub screw with its threads slightly worn. Both that grub screws have surface indications of rod striations, indicating full rod contact upon final tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. With the information provided, a definitive root cause for the migration / backing out of the rod connector cannot be determined. However, a possible root cause can be due to using of different sized grub screws to tighten the rods, as reported in the compliant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.